Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male patient who received super poligrip ultra fresh denture adhesive cream (B)(4) and super poligrip extra care with poliseal (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the patient started super poligrip. At an unk time after starting super poligrip, the patient experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the event was unresolved. The manufacturer's report number for this case is 9681138-2009-00187. Super poligrip is manufactured in (B)(4). The lot number for super poligrip ultra fresh is known, while the lot number for super poligrip extra care with poliseal is unk. It is unk whether the products will be returned for quality assurance testing. (B)(4).